Event description:
A pedicle screw, implanted in 2000, broke post operative about 2001. Pt was diagnosed with spondylolisthesis (grade I) l5/s1 with sciatica, segmental instability and lbp, l5/s1 (b l5 nerve root compression). Hardware was implanted for decompressive lumbar laminectomy, b foraminotomies l5/s1, discectomy l5/s1 in neural foramen on r. Segmental fixation with synthes pedicle screws at l5/s1 with posteriolateral fusion l5/s1 using autogenous local bone graft it is unk if the broken screw has been removed.